Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user requested tramadol 50 mg but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the drawer was failed to open and unable to issue the medication. The technical support specialist (tss) instructed the user to log out completely and reattempt the task and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.